Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the h6: patient code.

Event description:
It was reported that this right ventricular (rv) lead was revised as the lead exhibited high impedance and noise with oversensing due to insulation damage. Additional information received which indicated that this lead exhibited decreased in pacing impedance, rising threshold, and pocket stimulation. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was revised as the lead exhibited high impedance and noise with oversensing due to insulation damage. The lead remains in service. No additional adverse patient effects were reported.